Event description:
(B)(4). I've had bad headaches, serious immobilizing pelvic and abdominal pain. Sharp stabbing feeling. I can feel my fallopian tubes when I sit, walk, lay down. Exhaustion, pain during and after intercourse. Consistent yeast infections. Back to back at times. Bloating that cause pain to a point where I look as if im pregnant. Spotting, dizziness, fatigue. Lost count of how many times I've been to the emergency room.